Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, as no additional event information was reported or available. In addition, the following non-reportable malfunctions were found during the device evaluation: - water intrusion from the curved section olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, bx channel leaking and shadow after aeration were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis eus ultrasound bronchofibervideoscope is unable to display image during a diagnostic preparation for use. There was no patient harm or user injury reported due to the event.